Manufacturer narrative:
No malfunction was confirmed during evaluation of the alternate samples. The actual devices was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A companion sample was identified and returned for investigation and no defects were noted. DHR review for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A supplemental report will be file upon the completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient contact reported finding a fluid leak following the completion of treatment. When the patient contact opened the cassette door she discovered fluid in the cassette door. The set was not made available for evaluation. During follow up the patient's contact reported that the patient was already being administered antibiotics for a catheter exit sight infection. No additional information was provided.